Event description:
Rn reported patient with episode of peritonitis during use of homechoice cycler. Patient was treated as an outpatient with ancef 2 gm. Ip x 14 days. As of date of report, patient has recovered. Rn suspects patient has been somewhat careless in set up of equipment during treatment and has told rn that he does not always wear a mask as instructed.